Event description:
On (B)(6) 2007, the pt was implanted with five gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In (B)(6) 2010 (exact date unk), a computed tomography revealed a type ii endoleak. On (B)(6) 2010, a translumbar embolization procedure was performed to treat the type ii endoleak. In (B)(6) 2011 (exact date unk), f/u images revealed that the aneurysm sac had not decreased in size so the decision was made to reintervene again. On (B)(6) 2011, the pt's right internal iliac artery was coiled and the pt was implanted with a gore excluder aaa endoprosthesis aortic extender component and an iliac extender component that extended into the right external iliac artery. The pt tolerated the procedure and no further complications were reported.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. (B)(4).